Event description:
Inbound. Patient reports cadd legacy pump alarmed no disposable, changed cassette to back up pump, but alarm persisted, changed to new prefilled cassette and pump is running without alarm, will mix for next cassette change because shipment is not due until tomorrow. Cassette lot number 4203284. No further details provided.